Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and suture was used. Post-op, that the patient was spitting suture. The patient returned for irrigation and debridement. The suture was removed and staples were used to re-close. The wound was bandaged to complete the healing process. The patient is currently doing fine. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare®, ¿ active ingredient(s) ¿ triclosan, ¿ dosage form ¿ suture/solid/parenteral, ¿ strength ¿ = 275 g/m. Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the patient had comorbidities and a history of spitting sutures. The patient returned for irrigation and debridement. The patient is currently doing fine. - can you identify the product code and lot number of the product that was used? Vcp945h - procedure date and date the spitting suture was observed? Unknown - aside from the wound bandaging. Was other treatment provided? Irrigation and debridement. - was the suture removed or trimmed? If yes: removed was the suture trimmed in physician¿s office? No, in the or was the suture removed in a routine post-op procedure? No was the suture removed in a reoperation procedure? Yes, suture was removed and irrigated and debride was reoperation necessary to remove the suture and re-close the wound? Reop to remove but staples were used to re close.